Manufacturer narrative:
After battery installation unit gave an unexpected solid white / blank display with unexpected horizontal lines on display due to cracked and broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test due to display anomaly. Unit received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display was broken. Blood glucose was unknown. The insulin pump will be returned for analysis.